Event description:
It was reported that the patient had a known short to shield with failed perc lead repair and underwent heartmate ii to heartmate 3 pump exchange due to suspected thrombus. During the ramp study, the left ventricular assist device (lvad) would not adequately decompress, despite the speed being as high as 10,800. The patient returned to the hospital on (B)(6) 2022 with reports of increased power up to 10 at home - he was noted to have power spikes up to 20 on interrogation. The log file captured 13 power elevations above 10 watts starting on (B)(6) 2022 with elevated flow values. The log file also contained 221 pulsatility index (pi) events. As of (B)(6) 2022 at 06:05, the power appears to have dropped down into the 7-8 watt range.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A ramp study was done, and the left ventricle would not adequately decompress despite speeds as high as 10,800 revolutions per minute (rpm), consistent with pump thrombosis. A computed tomography angiography (cta) was unremarkable. The patient had increased fatigue and dyspnea on exertion. The patient ultimately underwent heartmate ii to heartmate 3 pump exchange due to suspected thrombus. The elevated power resolved after the pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed elevations in pump power that appeared consistent with device thrombosis; however, the evaluation of heartmate ii lvas, serial number (B)(6) did not reveal a device-related issue. The submitted log file contained data from 29oct2022 to 31oct2022. The log file recorded elevated pump power on 29oct2022 through 30oct2022. The log file recorded decreased pulsatility index (pi), as well as actual operating speed slightly below the fixed speed, during the elevated pump power events. Based on previous complaint experience, the type of behavior captured within the submitted log files is potentially indicative of thrombus in contact with the spinning rotor, creating drag. Of note, the pump power and pi appeared to return to baseline, and the pump operated at the fixed speed, on 31oct2022 through the end of the log file. The pump was returned assembled with the driveline cut approximately 8.5 inches from the pump housing, and the distal segment measuring approximately 30.5 inches was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump. The outflow graft, outflow graft bend relief, bend relief collar, and outflow elbow were returned attached to the pump. Upon disassembly of the returned pump, examination of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. Although a direct cause for the patient¿s elevated pump power was unable to be determined through this evaluation, the return to baseline values in the submitted log file suggests that thrombus may have passed through the pump prior to the pump exchange. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr (international normalized ratio) values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.